Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name: ascenda; product ID: 8780 (serial: (B)(6); product type: 0184-catheter; implant date: on (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unknown drug via an implantable pump. It was reported that the healthcare provider (hcp) stated that the patient needed an MRI of their sacrum because the pump was not working properly. The hcp clarified that the patient said that the therapy was not providing the pain relief that it should and they wanted to see if there was something wrong with the pump. The hcp called back reported they spoke with the patient again and the patient said that doctors said the catheter may no longer be in the spinal cord and may have moved and this is possibly why patient is not feeling any relief. Caller also reported that a prior CT scan indicated the catheter may be broken.